Manufacturer narrative:
Facility does not know what caused the alleged problem. Replaced power cord to resolve this issue.

Event description:
Complaint alleged that the power cord ((B)(4)) was cut and copper wires were exposed.